Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported rupture and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc trek rx instructions for use warns: balloon pressure should not exceed the rated burst pressure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the in the proximal left anterior descending artery (lad) with heavy calcification and mild tortuosity. A 3.0x15mm rx nc trek balloon dilatation catheter (bdc) was advanced and inflated up to 30 atmospheres; however, a balloon rupture occurred. There was no resistance reported during advancement of the balloon catheter to the anatomy. During removal of the bdc a shaft separation was noted. The proximal separated portion was simply removed from the patient anatomy without any issue. A 2 mm snare device was used to successfully remove the distal separated portion. Reportedly, no further intervention was done to treat the lesion. There were no reported patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.